Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump history did not record priming information for (B)(6) 2013. Reportedly, no low cartridge warnings were showing in the alarm history prior to the infusion set change on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory features. The battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The pump performed a rewind, load and prime sequence successfully and was correctly recorded in the prime history. The pump was exercised on a 1.0u per hour basal rate for a 24 hour duration period. No alarms occurred during testing. The units remaining were correctly calculated and accurately written to the pump history. A low cartridge warning was reproduced for the investigation; the pump gave the appropriate sound and displayed the correct message on the screen. The alarm history correctly recorded the warning. The history settings issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.